Event description:
A cardioquip technician reported that the customer's unit has possible bacterial contamination.

Manufacturer narrative:
A cardioquip technician submitted photos of tubing to epidemiology for investigation during an on-site inspection. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to assess water quality. The customers conducted their own testing and shared their results with cardioquip. It was found that the device was within cardioquip's specifications for water quality. No repair is required as the device is fully functional.

Manufacturer narrative:
Photos of tubing were submitted by a cardioquip technician and sent to cardioquip epidemiology for investigation during an onsite service visit. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of the water quality. Cardioquip notified the customer of the potential contamination, recommendation, and provided a quote for the sample kits via email on (B)(6)2023. There has been no response to this recommendation as of the date of this report.

Event description:
A cardioquip technician reported that the customer's unit has possible bacterial contamination.